Event description:
Customer reportedly went to change o2 concentration on the mixer when the knob fell off and the mixer delivered 100% n2o. There was no injury to the pt and the o2 concentration alarm sounded appropriately.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The reported problem was reproduced. The MFR believes the cause of the reported problem to be hard handling by the user.